Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the users understanding differed from olympus recommendation in device handling and/or reprocessing steps. The root cause of this event was unable to be identified. The instructions for use (reprocessing manual) says not to apply lubricants to aw valve (mh-438) and warns about risk to impair the function of the valve by the application of lubricant. The air/water valve does not require lubrication. Lubricants can cause swelling of the valve¿s seals, and the valve function may be impaired. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The product will not be returned to olympus for evaluation, therefore, the event was not confirmed. The customer was using a silicone lubricant on air water valve as apart of their reprocessing and maintenance. The endoscopes instruction for use (IFU) does not call for this action to be performed. The customer was advised to use the water container (maj-901) water bottles and not to use a lubricant on the scopes¿ buttons. Customer confirmed they will get the maj-901 and will no longer lubricate the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center, they are using a 3rd party water bottle and caps while reprocessing olympus scopes. The water from the bottles acts as if they are being depressed with the air/water valve. The customer is reprocessing the subject device differently from the instruction manual. There was no report of patient harm associated with this event.